Event description:
One pt sample with discrepant tsh results. Initial result gave 300 uiu/ml; repeat by a different analyzer - different methodology gave 10 uiu/ml. No adverse events reported in association with the results. If additional info if received, appropriate notification will be provided.